Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No prime anomaly noted. Pump trace download analysis confirmed the pump alarmed low battery and power error 25. The power management tool confirmed low battery and power error 25 alarms due to non-sleep anomaly software error. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is in the formatted history file due to cold solder joints at the keypad assembly. No unexpected pump error 38, 37, or 130 alarms (motor error) noted. The motor was tested outside the device and passed. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.